Event description:
Complainant alleged that while attempting to treat (B) (6) male patient during a code red, who had choked and was non-responsive, the device inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.